Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, we are unable to determine a root cause. On march 25, 2021, bausch + lomb received an email from (B)(6) at cdrh/food and drug administration notifying the company that the report initially submitted on 03/23/2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
A healthcare facility in (B)(6) reported that during implantation of an intraocular lens(iol) there was a sudden movement of the injector plunger resulting in a rupture of the posterior lens capsule. The iol was removed. Additional information requested.

Manufacturer narrative:
The product was returned for evaluation. Visual inspection of the lens found one haptic was torn off at the optic and the optic was torn to the center. The other haptic was bent. Due to the damage, functional testing could not be performed. Assessment remains the same.

Manufacturer narrative:
Assessment remains the same.

Event description:
The procedure was completed with a replacement lens. Details were not provided on the model and diopter of the replacement lens. The incision size was extended. Sutures were not required. The procedure time was increased due to lens removal and implantation of a new lens.